Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the extensions that caused the pain were removed and the battery was swapped. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket site. X-ray revealed that the lead connector which was placed at the pocket site change and left in place. It was noted that upon palpation over the lead connector provided significant complaint of pain. It was also noted that the patient¿s ipg was no longer holding a charge and it was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: 2011; additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had pain at the pocket site. X-ray revealed that the lead connector which was placed at the pocket site change and left in place. It was noted that upon palpation over the lead connector provided significant complaint of pain. It was also noted that the patient¿s ipg was no longer holding a charge and it was non-functional. The patient will undergo a revision procedure.